Manufacturer narrative:
The customer biomed contacted the spacelabs field service engineer directly. The issue was resolved by the fse remotely assisting the biomed to discharge and readmit the patient on the central station. The customer declined any further assistance. No part was repaired or replaced, and there have been no reports of recurrence. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016, a loss of telemetry monitoring occurred at the central station. No injury was reported as a result of this event.